Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Troubleshooting was done for replace battery now alarm. They received low battery alert replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.